Manufacturer narrative:
(B)(4). Report source - foreign: japan. The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Event description:
It was reported that the unit was used for total hip arthroplasty. Surgeon alleged that the unit didn't activate. Additionally, he confirmed that the battery case was deformed. There was no evidence of burning, charring, scorching or signs of fire or sparking. The event timing was during surgery and a small delay occurred, but no patient harm noted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. The device was returned opened, but unused. The original battery pack appeared melted and warped and would not power on the handpiece. The device did power on and function normally with the lab battery. Visual inspection of the interior of the battery pack found several of the batteries had leaked electrolyte into the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.